Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. No defect found. Most likely underlined root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 02-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet tested using the replacement products. Unable to contact customer at additional follow-up attempt.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 344, 300, 350, 263 and 200mg/dl. The customer¿s expected am fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).